Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when on antrum of the stomach, there was problem in loading the first part of reload. The stapler was able to fire but there was poor staple formation, the staples cannot close well and staple line was incomplete distally. Using another reload was done to complete the case. There was no patient injury.